Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor, system interface board, and the software upgrade were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the left monitor on the 9900 system would intermittently go blank. No pt injury was reported.